Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed an 1162 error in the error logs pointing at a faulty universal surgical manipulator (usm). Fse replaced usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 1162 was found confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar connector (acsc) was further inspected, and the fault could be identified. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the acsc printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was getting faults on universal surgical manipulator (usm4) at power up. They tried to restart the system but got the same errors at powerup. The system was asking if they would like to disable usm4. The customer powered down the entire da vinci system and did an emergency power off (epo). Upon restart, the system came up with the same errors. Technical support engineer (tse) suggested that they could try and disable usm4. The system was able to power up and pass the power on self-test without usm. The customer stated that they would be able to use the system as a three-arm system for their procedures today. Tse explained that they would not be able to use table motion and they would have to manually target to use the system. The procedure was completed as planned with no reported injury.